Event description:
The tech alleged that the brake pedal locks the brake casters but the brake casters will still move. No pt impact.

Manufacturer narrative:
The tech replaced the brake caster bushings, bearings and stiffener plate to resolve the issue.